Event description:
It was reported that the patient presented at clinic for a device implant procedure. The positioning of the lead was changed several times due to high capture threshold and high, out of range pacing impedance. The procedure was completed using an alternate lead on (B)(6) 2024. The patient was noted to be unstable.

Event description:
Additional information received indicated that the patient's lead exhibited a failure to capture.